Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-30-07 - equinoxe preserve stem 7mm a262915 320-06-38 - glenosphere 38mm a042835 320-10-00 - equinoxe reverse tray adapter plate tray +0 a488094 320-15-01 - eq rev glenoid plate a273994 320-15-05 - eq rev locking screw a375383 320-20-00 - eq reverse torque defining screw kit a424139 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm s424777 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm a172579 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm a344721 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s425113 320-38-03 - 145-deg pe 38mm hum liner +2.5 s354465 531-20-00 - shldr gps rvrs drill kit 7220917 531-78-20 - shouldr gps hex pins kit a380733 a10012 - gps implant kit v2 09004422245.

Event description:
It was reported that this patient's left shoulder was revised approximately 1 year 5 months post op. Patient had primary surgery with gps navigation. At some point following that surgery, the patient's shoulder became unstable. Due to the instability the patient was experiencing following primary surgery, surgeon determined revision surgery was needed. Surgeon removed the sphere, locking screw, liner, tray and torque screw. He then upsized the implants to achieve stability. Patient was last known to be in stable condition following the event

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.